Manufacturer narrative:
The returned valve was patent and met the requirements for reflux, pressure-flow, and pre-implantation testing. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. The returned valve did not meet the requirements for leak due to a tear in the top of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was clarified that the valve appeared to be caught between settings. It was also stated that the patient experienced a "five day history of headaches, longer history of headaches".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a nsc valve (reg) was explanted on (B)(6) 2018 as it was defective or malfunctioning. There was no known impact or consequence to the patient.